Event description:
Per the clinic, the device was explanted (specific date not reported) due to an unknown reason. Re-implantation was not performed.

Manufacturer narrative:
Per the clinic, the patient experience poor performance and has no benefit with implanted device. Device analysis indicated device failure.